Event description:
It was reported that the customer dropped her insulin pump. Her insulin pump had a long crack across the screen. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was pump received with cracked and bleeding lcd glass. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.